Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display on their device had become dim and difficult to read in sunlight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, the audio bolus button cover was missing; therefore, the audio bolus button functionality could not be tested. Additionally, multiple cracks were observed along the battery compartment and the pump case seal.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.